Event description:
S&n became aware of the event via a lawsuit alleging that during an open left anterior capsulorrhaphy procedure and repair of the bankart lesion/baral tear on 10/23/1998 the physician allegedly found significant tissues damage to the right shoulder which allegedly resulted from the arthroscopic thermal assisted capsulorrhaphy surgery performed in 1998 using a tac-s probe. This supposed tissue damage purportedly "necessitated a complicated and extensive repair and reconstruction of the ligaments and tissues of the right shoulder. No other info is available.